Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin (1g; route, frequency, and duration were not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient¿s recovery status was unknown. No additional information is available.